Event description:
Additional information was received indicating that surgery to replace the patient's lead and generator has occurred. The explanted lead and generator have been returned and are currently undergoing analysis. Additional information has been received indicating that no x-rays have been taken to evaluate for a lead fracture. It is unknown if any trauma or manipulation could have caused or contributed to the high impedance as the patient's first visit with the current neurologist was on (B)(6) 2009, the first date noted with high impedance present. The patient's family originally believed the vns was ineffective at controlling the patient's seizures and therefore held off on replacing the patient's vns.

Event description:
Additional information was received as an implant card that indicated the vns lead and generator were replaced due to end of service and lack of efficacy. Analysis of the patient's generator has been completed. The generator performed to specifications and no anomalies were found. The generator was not at end of service.

Event description:
It was reported via clinic notes received that the patient's vns indicated high impedance on (B)(6) 2011. The patient's vns was disabled as recommended by the manufacturer. In the notes, it is indicated that the patient fell due to a seizure and hit his head on (B)(6) 2011. It is not indicated if this could have contributed to the high impedance. Review of the programming history available to the manufacturer found that high impedance was found on (B)(6) 2009 and the device was disabled however no note of this is present in the programming history. The clinic notes indicate that the patient had his output current set to 0.25 and not disabled on initial interrogation on (B)(6) 2011. No adverse events have been reported. Surgery to replace the lead and generator is likely. Attempts for additional information are in progress.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the patient's explanted lead has been completed. The electrode portion of the lead was not returned for analysis. A fracture was noted in the positive coil approximately 2 mm from the electrode bifurcation. Pitting was present at the site of the fracture.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.